Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4), product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4), product ID: etcf3636c49e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and a valiant stent graft were implanted in a patient for the endovascular treatment of a unknown abdominal and thoracic aortic aneurysmal disease. The patient's partner reported that the stent grafts had leaked and a total bypass and repair was performed. No additional clinical sequalae were reported and the patient is fine.